Manufacturer narrative:
The customer reported problem was confirmed. The device was repaired, passed all required testing and specifications, and released back to the customer. A review of the device history record for sn: (B)(6) was performed from the date of manufacture 05jun2019 to the present date 15jan2021 and confirmed that this device was not previously returned for servicing.

Event description:
The customer reported that the device received alarm - error codes / messages, system error code 110.6021. There was no patient involvement.

Manufacturer narrative:
The affected devices have not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported that the device received alarm - error codes / messages, system error code 110.6021. There was no patient involvement.